Event description:
Caller reported that the insulin gauge displayed an incorrect amount, currently showing a fill estimate issue with a static display of 185 units. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the caller about potential causes related to pressure variances, and once insulin remaining matches the static number, the countdown will adjust. The caller understood.